Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, seroma, abscess or fistula formation, or scarring which may occur following the implant procedure, urinary retention, bladder outlet obstruction and other voiding dysfunctions. These conditions may be associated with over-correction/too much tension placed on the implant, perforations or lacerations of vessels, nerves, bladder, bowel, urethra, or any viscera, which may occur during the implantation procedure, irritation at the operative wound site which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection,extrusion through vaginal epithelium or erosion into surrounding viscera and/or mucosa, inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence. (B)(4).

Event description:
Per additional information received, the patient has experienced straining due to constipation, burning when voiding, cramping, increasing pelvic pressure and small mesh erosion of the vaginal tape.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced "body rejected the right side of the mesh," mesh extrusion, rectocele, cystocele and urinary incontinence.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious bodily injuries, extreme pain, erosion of internal bodily tissue, dyspareunia, painful scarring, permanent and bodily impairment, permanent physical deficits, sequelae, has required medical treatment and additional surgery. The litigation does not specifically state which product was used on the patient; therefore, an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore, we are unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women health product ifus are found to be adequate based on past reviews.